Event description:
Device system returned to MFR for analysis with report of "pt rode bicycle and fell off bike onto pt's chest and broke extension connectors and ipg" also reported, leads were replaced. New leads inserted at different sites. Lead sites changed from pallidal dbs to subthalmic nuclei stimulation.